Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported nearly 5 months after the dental implant was placed in ada site 23, the implant had not yet achieved osseo- integration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported nearly 5 months after the dental implant was placed in ada site 23, the implant had not yet achieved osseo- integration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.